Event description:
This lead was extracted due to dislodgement. The physician was unable to reposition it because of a difficult helix. Should additional info become available, this file will be updated.